Event description:
During a patient use event, the user states they pressed the shock button but the shock was interrupted. Patient outcome is unknown.

Manufacturer narrative:
New information received indicates that the patient did not survive.

Event description:
During a patient use event, the user states they pressed the shock button but the shock was interrupted. Patient did not survive.